Event description:
Event description to summarize the clinical event, we understand that one day following a left ventricular (lv) lead repositioning procedure due to diaphragmatic stimulation, an atrial impedance >3000 ohms was recorded by this implantable chf generator. It was reported that all of the leads were disconnected and then reconnected during this repositioning procedure. An invasive procedure was then performed, during which the atrial lead could be easily pulled from the device header. The device was removed and returned to guidant for analysis. The atrial lead remains implanted and active with the replacement device.